Event description:
Customer passed away. Contact indicated that customer did not complained of any pump issue the day before he passed away. Md determined the customer had signs of high blood glucose levels and ketones. Pumped was returned to be analyzed and analyses revealed the pump is peforming according to specification.